Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that a contact spring had not been mounted in the lead. A lead can fullfill its function without the spring; the spring ensures electrical properties when the helix is retracted.

Event description:
It was reported that the lead dislodged and was replaced. Twiddler's syndrome was noted.